Manufacturer narrative:
The device is not available for evaluation as it is not known if it was explanted after the patient¿s expiration. Despite exhaustive attempts, no additional information related to the patient¿s demise or the device¿s relationship to the event could be obtained. The patient was discharged following the tavr procedure and expired at an outside facility. The exact location where the patient expired could not be identified. However, no adverse events were reported following the procedure, no allegation has been made relating the patient¿s death to the sapien valve, and there is no evidence to indicate that the sapien was related to the patient¿s demise. In addition, this (B)(6) male had colon cancer, and patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
Upon receipt of the implant patient registry (ipr) card, an internet search revealed that the patient expired eleven days post transfemoral tavr. No additional information is available at this time.